Event description:
Surgeon describes that during surgery for this patient's right superficial femoral thrombis, this 4 fr 80cm fogarty catheter's outer layer was improperly secured, became stripped away, and had to be left in the patient's body.